Event description:
It was reported the patient presented in clinic for routine generator change. Direct inspection of the right atrial lead insulation noted that it was abraded. The lead was removed and replaced. Patient was stable.

Manufacturer narrative:
The reported event for insulation degradation was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found full breach insulation degradation adjacent to the connector boot. Electrical testing did not find any indication of conductor fractures or internal shorts.